Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was producing transient high impedance measurements and that during provocative lead testing oversensing was observed with noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.